Manufacturer narrative:
The unit was received with cracked battery tube threads, minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir window, a cracked reservoir tube, a cracked belt clip slot, a scratched case, a stained end cap sticker, and a stained address/serial number label.(B)(4)

Event description:
It was reported that the customer's insulin pump was cracked and damaged. The customer's blood glucose level was 195 mg/dl. Standard troubleshooting was performed. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.